Event description:
The article, "a comparison of intracardiac echocardiography and transesophageal echocardiography for guiding device closure of ostium secundum atrial septal defect: a 15-year experience", was reviewed. The article presented a retrospective, single center study to evaluate the fluoroscopy time (ft), procedure time (pt) safety and efficacy when using intracardiac echocardiography (ice) in comparison to transesophageal echocardiography (tee) guidance for transcatheter closure of ostium secundum atrial septal defect (os-asd). Devices included amplatzer septal occluder, amplatzer ¿cribriform¿ septal occluder (st jude medical), figulla asd (fso, occlutech gmbh), ceraflex asd occluder (lifetech scientific), atriasept asd occluder (cardia), solysafe asd occluder, and swissimplant. The article concluded this study on a consistent cohort of patients with os-asd undergoing percutaneous closure suggests that use of ice is safe and efficacious. Compared to tee, ice demonstrated significantly shorter ft and pt, decreasing the entire duration of the procedure and x-ray exposure. No relevant differences were observed in terms of success rate and complications. [The primary and corresponding author was andrea igoren guaricci, fesc, interdisciplinary department ofmedicine, university of bari aldo moro, piazza giulio cesare 11, bari, italy, with corresponding email: (B)(6).

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effect of malfunction reported in the article is captured under a separate medwatch report. Summarized patient outcomes/complications of a comparison of intracardiac echocardiography and transesophageal echocardiography for guiding device closure of ostium secundum atrial septal defect were reported in a research article in a subject population with multiple co-morbidities including paradoxical embolism, multi-fenestrated septum, atrial septal aneurysm, ostium secundum atrial septal defect. Some of the complications reported were device migration and percutaneously snare these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.